Event description:
A caller reported that the pump displayed a reset screen unexpectedly. There was no reported impact on the customer's blood glucose level, as the caller declined to answer specific questions about it. Technical support informed the caller that the pump reset one of its microprocessors as a routine safety measure and confirmed that it was functioning properly. The caller was educated on the necessary steps to take whenever the pump resets, including manually restarting cgm sessions and reloading cartridges. Technical support assisted the caller in loading the cartridge and resuming insulin.